Event description:
Approximately 16 months after initial heartware lvad implantation, this patient became disconnected from her controller and experienced a vad stop. It was reported that the patient dropped her controller and all the pins recessed out of the connector block. She required cardiopulmonary resuscitation, was placed on extracorporeal membrane oxygenation support and was taken to the operating room. A heartware field engineer performed a driveline splice repair procedure and the pump restarted. The patient expired the same day. Investigation is ongoing.

Manufacturer narrative:
The device is not going to be returned to the manufacturer for evaluation; however, attempts to understand why the product is not being returned are on-going. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The reported event, driveline connector damage, was confirmed visually at the site by the heartware clinical engineer, who saw that the pins were recessed from the contact block and performed a driveline splice repair procedure. Review of the manufacturing documentation confirmed that hw2577 met all requirements for release. Review of the log files confirmed multiple vad stopped/ vad disconnect and electrical fault alarms around the time of the event. Based on the review of the information available, the cause of the reported event could not be determined. No additional information will be forthcoming.